Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. The t:slim g4 user guide states, "always twist the luer-lock con­nection between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose". Follow-up 4/4/2016: customer reported no longer having ketones and that no further assistance was required. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels over 400 (mg/dl) and trace ketones. Reportedly, cartridge uses humalog and is used beyond 48 hours. Customer attempted to address bg levels by disconnecting infusion site to prime pump; however, customer did not observe insulin until 22 units were delivered. It was also reported that insulin was leaking from luer lock. Customer delivered an extended bolus; therefore, pump system check could not be performed at the time. Recommendation was made to discuss infusion set options with health care provider.